Event description:
It was reported that, the surgeon attempted to insert a 14.0 diopter aq2010v silicone three piece lens and the lens tore in the cartridge. There was no pt contact or injury.

Manufacturer narrative:
Results: visual inspection of the returned product found the cartridge tip split. The returned lens was found stuck in the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.